Manufacturer narrative:
Our partner`s service technician downloaded log files. However, he could not duplicate the issue during testing. Functiontests and software test was performed successfully. Investigation is ongoing. Additional information added in follow-up #1 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective interaction panel. After replacing the interaction panel, the device was found to be functional and was released for use. Uncertainty for the user despite the fact that the functionality of the device is further ensured by the p&t knob we prefer to preventively report this case as a deterioration in the state of health of the patient could not be fully excluded. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following description from the partner: customer reports locked screen, was unable to change settings.

Manufacturer narrative:
Our partner`s service technician downloaded log files. However, he could not duplicate the issue during testing. Function tests and software test was performed successfully . Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner: customer reports locked screen, was unable to change settings.